Manufacturer narrative:
The initial MDR 2432235-2016-00485 was filed on august 22, 2016. Corrected information (09/26/2016): the date of event has been changed to june 23, 2016.

Manufacturer narrative:
A siemens' customer service engineer (cse) was dispatched to the customer's site. The cse performed troubleshooting in order to solve the "signal 2 error" message and heard a mechanical noise. The cse replaced acid and base pump, acid and base valve, tubing, manifold, luminometer, photon counter printed circuit board (pcb) and the cable between the luminometer and pcb. The cse, to troubleshoot the noise, replaced the index pin motor and pin spring. Cse replaced the cuvette lifter, incubation ring and its motor. A siemens' headquarters support center (hsc) specialist reviewed the data provided. The hsc specialist found that the cse replaced additional parts, including: tubing, power assembly, cuvette ring lift assembly and a cuvette ring. Upon replacement of the instrument parts, the instrument was found to be operational. The cause of the "signal 2 error" message and mechanical noise is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A siemens customer service engineer (cse) reported that after hearing a mechanical noise on a customer's advia centaur xp, they received a "signal 2 error" (total light counts for the cuvette are below the acceptable signal level) message and the result was not assigned to the correct cuvette. The customer stated they experience a delay as they stop using the instrument every time they receive a "signal 2 error". The customer stated the samples were sent to another lab. There are no known reports of patient intervention or adverse health consequences due to the "signal 2 error" message.